Manufacturer narrative:
Philips service replaced the system hard disc and system pc board. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to boot due to missing/corrupt system file on a allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.